Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The target lesion was located in the left anterior descending artery (lad). The physician advanced a 3.00x28mm promus element plus stent delivery system (sds) through an unknown guide catheter and the stent became caught and moved on the balloon. The device was successfully removed from the patient and procedure was completed with a different device. No patient complications were reported and the patient's current condition is fine.

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The target lesion was located in the left anterior descending artery (lad). The physician advanced a 3.00x28mm promus element plus stent delivery system (sds) through an unknown guide catheter and the stent became caught and moved on the balloon. The device was successfully removed from the patient and procedure was completed with a different device. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a promus element plus stent delivery system (sds) with stent and the shelf box and inner pouch. There was blood on the device. The balloon was tightly folded with the stent moved 6mm from the proximal edge of the distal markerband. The distal end of the stent was damaged and exhibited numerous bent and flared struts. The proximal end of the balloon and the inner shaft were bunched 4cm from the distal tip. The distal outer shaft was kinked 22 cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was not possible due to the condition of the returned device. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).